Event description:
The 2.25 x 18 mm xience xpedition stent delivery system (sds) was returned to abbott vascular. The outer member is necked at the balloon seal. The stent is dislodged. There was no blood or contrast visable on the sds. Additional information from the account reported that the sds failed to cross the lesion and there was no report of a stent dislodgement. Based on the returned device with no contrast or blood visable, it does not appear that the reported information is correct. It can not be confirmed when the stent dislodged, but the sds did not appear to be used in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents reported for stent dislodgements. Based on the reviewed information, no product deficiency was identified.